Event description:
Caller reported that a malfunction occurred on the pump, specified as malf 9. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and pump reset information was provided to resolve the issue.